Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: patient implanted approximately (B)(6) 2011 with pfna-ii was walking and the nail broke on (B)(6) 2011, approximately 8 months post op. Patient was returned to operating room for medical surgical intervention, it is not known if the patient was revised to additional hardware.